Manufacturer narrative:
(B)(4). Date sent: 6/18/2026. D4: batch # 857d17. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 857d17 / 00cdh29b, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the device staple? 2. If yes, was the staple line complete (fully circular)? 3. Was the breakaway washer completely cut? 4. Were there two complete tissue donuts? 5. Was it a partial cut? If so, what was cut partially, washer or tissue? 6. If yes/no, was there any issue with the cut? 1. Was there a patient consequence? If yes, how was the issue addressed? 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colon resection, an identical clamp had to be used as a replacement despite the second clamp showing no malfunction. The cutting clamp did not staple. The change of instrument caused a 45-minute delay. No patient consequences were reported.